Manufacturer narrative:
Per the tandem user guide, "never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause hypoglycemia (low bg) events." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) 40 mg/dl, and 5 seizures, and a diabetic coma. Subsequently, customer was hospitalized. Reportedly, the customer performed the load fill tubing sequence while connected at the infusion set site, and inadvertently delivered 41 units of insulin. Bg was treated with intravenous insulin, carbohydrates, fluids of saline, and anti-seizure medicine. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved and no permanent damage.